Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "fos sensor not calibrated". Additional information states that the pump console was swapped for an intra-aortic balloon pump of a different brand. The patient's current condition is reported as "critial".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "fos sensor not calibrated". Additional information states that the pump console was swapped for an intra-aortic balloon pump of a different brand. The patient's current condition is reported as "critial".